Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot numbers. Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? What is the most current patients health status and condition? Is the broken needle available for analysis? Are there any photos for visual analysis? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2022 and barbed suture was used. The tip of the needle broke during suturing, and the procedure was delayed by 10 minutes. The surgeon and pa were closing the same layer simultaneously and both starting in the middle working their way towards the end of the incision. They were in the musculotendinous junction of the quads. The surgeon had finished closing on the distal side and went to help the pa finish closing the proximal end and the 8 millimeter tip broke off of the needle. They could not find the needle, they brought in the x-ray which showed the needle was not in the patient. The needle was never found and they do not know what happened to it. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: rep reported no lot #'s. No additional tissue damage. No to initial dissection. Patient in good health normal condition. Needle never found and not available. No photos available. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m